Event description:
A malfunction alarm occurred, indicated by a code "malf 0," but no notable events took place prior to the malfunction. Blood glucose levels of the customer were unaffected, remaining below 500 mg/dl (27.7 mmol/l). Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction reappeared.